Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was a malfunction with the vasoview 6 endoscopic vessel harvesting system. The hospital could not provide add'l info, since the unit was already inside a bag and was handed to the rptr. A new kit was used to complete the procedure. There were no pt effects.

Manufacturer narrative:
Investigation summary: upon receipt of the product, it was noted that the c-ring and tube detached. A visual inspection revealed that the c-ring was detached from the slider rod. The scope wash tubing and c-ring were rec'd separate. The entire tubing was present and was straight. The device was bloody. Based upon the visual observations, the reported complaint for "device malfunction-c-ring detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).